Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the driveline fault and pump stop events captured in the submitted log file. The pump was returned assembled with the driveline (dl) cut approximately 0.5¿ and 7¿ from the pump housing and the distal portion was returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow graft and outflow graft bend relief were also not returned. The outflow elbow was returned attached to the pump¿s outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of depositions or thrombus formations. Red rescue tape was observed 24¿ from the metal connector, on the distal side of the previous repair site. Upon removal of the rescue tape, the silicone jacket was damaged 24¿ from the metal connector. Electrical continuity testing did not reveal any discontinuities. Visual inspection of the returned portions of the driveline revealed breakdown of the metal braided shield approximately 5.5¿ through 6.5¿, 11¿ through 12.5¿ and 16¿ through 16.5¿ from the pump housing. The clear bionate was unremarkable. Visual examination of the underlying wires revealed breaches in the insulation of the red and black wires 5.375¿ and 5.5¿ from the pump housing, respectively, exposing the inner conductors. Additionally, the orange wire was completely fractured 24¿ from the metal connector, on the distal side of the previous repair site. The observed wire damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. All segments of the driveline were then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. The test did not reveal any additional breaches. If the exposed conductors of either the black or red wire contacted the braided shield while the system was connected to a tethered power source (such as the power module) using a grounded patient cable, the resulting electrical short to ground would have caused the reported pump stoppages as captured in the submitted log file. If the exposed conductors of any of the wires made simultaneous contact with the metal braided shield, the resulting short would have had potential to cause pump stop events while the system was operating on battery power. Additionally, the hmii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. When the pocket controller compared the current in the fractured orange wire to its redundant motor phase wire, the fractured inner conductors of the wire would have resulted in driveline fault alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a couple of pump stops over a span of a few days and had a driveline fault event. The log file showed driveline fault events and speed drops beginning on (B)(6) 2019. This appears to be caused by an issue with the percutaneous lead. The patient had a driveline repair in the past and another repair was not possible. Patient was sent home with ungrounded cable. The patient underwent a pump exchange on (B)(6) 2019 due to driveline fracture. No further information provided.